Event description:
Country of complaint: (B)(6). Blade breakage; specifically for cuts to the meniscus. In one intervention the broken blade stuck in the patient and the surgeon had to remove the broken end. In another case the blade flew through the operation field and landed on the anesthesia side. Furthermore, the blades are hard to insert. Delay less than 15 min.

Manufacturer narrative:
Evaluation: a bending test is carried out for each batch after production. DHR checked and found to be according to the specifications. No hints for material or product failures could be ascertained. A final reason for the breakage could not be determined. Most likely the blade broke because of a mechanical overload situation.